Event description:
Customer reported receiving erratic results on their locked freestyle flash meter which were not significant in difference. The meter, when returned, was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Errors 0300 and 0015 errors were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.